Manufacturer narrative:
The actual device has been received but the investigation is still ongoing. A follow up report will be submitted within 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The sheath was returned to the manufacturing facility for evaluation. Visual inspection revealed the sheath tip and marker band to be separated from the sheath at the proximal marker band. No other visual anomalies were noted. An evaluation of retentions from the reported lot as well as the surrounding lots manufactured was conducted. There were no visual defects. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that a significant amount of force was used to manipulate the sheath against hard objects resulting in the reported event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up # 3 to provide the results of additional samples evaluated. An evaluation of additional retention samples was conducted. There were no visual defects. Tip bond strength was assessed and all samples were noted to meet manufacturing specification. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation, the additional samples evaluated met manufacturing specification. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
UDI no. - not yet required for this product code. The actual device has not been returned to the manufacturing facility for evaluation and the investigation is currently ongoing. A follow up report will be submitted within 30 days of the manufacturer receiving the actual sample and/or new information. For this reason, (B)(4). A review of the device history record of the product code/lot # combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot # combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that a significant amount of force was used to manipulate the sheath against very hard objects such as calcium and/or significant scar tissue resulting in the reported event. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported tip separation of the device used during a procedure. Follow up communication with the user facility confirmed the following information: the procedure used a 4fr. Brite tip sheath; once the sheath was in place, looking at the initial images it was discovered that the brite tip part of the sheath had broken off; the piece was lodged in a collateral of the popliteal artery; this resulted in the patient having to go to surgery in order to have the brite tip removed; and the patient is fine and stable, only minor harm from the surgery. Additional information received on 6/15/2016: characteristics of the insertion side: overhang/apron stomach. Vessel characteristics: slightly calcified. Slight but not excessive resistance felt during handling. The patient was a female in her 70's with a medium build.